Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "leaked air" (air leak); "shock unexpectedly" (vibration). The surgeon reported that the vitrectomy probe leaked air and shook unexpectedly during surgery. The vitrectomy probe was switched out and the case was completed. No patient injury was reported.

Manufacturer narrative:
The vitrectomy probe will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).